Event description:
Customer reports that she rec'd a result of 22 mg/dl on her device while the doctor's device read 128 mg/dl. No treatment was rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.